Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure one resolute onyx des stent was implanted in the distal lad. Approximately 10 months later the patient suffered appendiceal signet ring cell adenocarcinoma. The patient had a prolonged hospital visit and was treated with ileocolectomy appendectomy. Approximately 18 months post procedure the patient died. The death was classified as a non sudden cardiac death. The site and the sponsor assessed the event as not related to the medication or the device.